Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer had two events where questionable results were received from coaguchek xs kit serial number (B)(4) when compared to other meters. Of the data provided, only the data from one event was discrepant. On approximately (B)(6) 2016, the result from a coaguchek xs plus meter in surgery was 1.7 inr. The result from the patient's meter was 2.7 inr. The repeat result on the surgery meter was 1.7 inr. The time between tests was one hour. The testing was performed at "gp surgery" with patient present. The results were reported to the patient and/or medical personnel treating the patient. The patient was not adversely affected. The patient has no known limitations or interferences. The suspect product was requested to be returned and replacement product was sent. All retention test strips lots were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80). For this purpose two human blood sample donors and two internal reference meters were used. The obtained results showed a maximum difference of 0.2 inr between retention samples and the master lot. No error messages occurred. Retention samples were inconspicuous. The retention material complied with specification.

Manufacturer narrative:
A specific root cause could not be identified as no customer material was provided for investigation and the test strip lot number was not provided.